Event description:
It was reported that this right atrial (ra) lead exhibited intermittent loss of capture (loc) and undersensing. Technical services (ts) recommended further review. No adverse patient effects were reported. This lead remains in service.